Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during a dwell phase of their automated peritoneal dialysis therapy. Per initial report, baxter's technical service center assisted the home patient in ending therapy early. Follow up with the home patient's primary care nurse revealed that the home patient advised them that the alarm was the result of patient not having primed the patient line of the homechoice set. No patient injury or medical intervention was associated with this incident, per the home patient's primary care nurse.